Event description:
It was reported that during a gastroplasty procedure, the stapler locked even with changing the reloads. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Firing trigger teeth. Evaluation summary: the analysis results found that the 6tb45 device was returned with the firing mechanism damaged and with a reload present. The reload was received partially fired and with the lockout tab normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.